Event description:
It was reported that the user overfilled the insulin vial, which led to a leak from the cartridge at the connector, and an agent guided the user through changing supplies and completing troubleshooting and education. Investigation included a customer service assessment and user education focused on cartridge handling and filling technique. Investigation of this case revealed user handling contributed to a cartridge leak at the connector, consistent with overfilling during preparation. No reported adverse clinical symptoms reported. Outcomes included resolution of the leak after supply replacement without alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge preparation.